Event description:
It was reported that the patient experienced near syncope and presented to the emergency department. An interrogation showed the right ventricular (rv) lead triggered a warning due to an undefined high impedance measurement. The lead also exhibited loss of capture, high threshold, high impedance, possible fracture, and noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant [product: 5076-52 lead, implanted: (B)(6) 2006. (B)(4).